Event description:
Left-sided system infection. System explanted and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5146689.